Manufacturer narrative:
E1. Full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite xenon light source would not light. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the a faulty power supply unit caused the reported event. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic laryngoscopy procedure that was completed with the same device.